Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire remained attached to sensor applicator needle. No medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.